Event description:
It was reported that the device stopped working during a procedure and needed to be replaced by a back-up unit. The patient was not harmed but bringing in a re-placement for the device resulted in a delay of the procedure.

Manufacturer narrative:
The previous reportability decision for this event was reversed based on a retrospective review. Bench tested unit for over 2 hours and the ui500 did not fail. System log file indicates error code 322 occurred two times. The pressure sensor board will be replaced. Resolution: installed a new pressure sensor board. Diagnostic tests performed. Calibrated the flow sensors. Test flow measurement. Diagnostic gas. Diagnostic phh. Internal karl storz reference number: (B)(4).